Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the glue at insertion section was separated and the braids were exposed. The cause of the separation was not established however, it is possible that the third-party repair was not sufficient. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction of g3. Aware date on initial was incorrectly entered as 22jun2024. The initial report aware date is 22jul2024.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a cut on braid of connecting tube, braids are sticking out from connecting tube. There were no reports of patient involvement.